Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A boot test was performed and failed due to call tech support displaying on the receiver screen. Pictures were taken. Functional tests were not performed due to call tech support displaying on the screen. An internal visual inspection was performed and passed. The receiver log was downloaded for review finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.